Manufacturer narrative:
A ge service rep performed an on site investigation. Calibrated normal, mag 1 and mag 2 field sizes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluoro field size on the 9800 system is excessive. There was no report of patient injury.